Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the universal serial bus (usb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.